Event description:
It was reported that an extension smallbore j-loop con clave¿ retirable generated a blood leak during patient use. The reporter stated that after undergoing the saline infusion, the valve did not act as anti-reflux, causing the blood to escape to the outside since the extension did not have a clamp either. The status of the product at the time of event was during infusion. The device is available for evaluation, it is possible to provide an image and the extension is contaminated, contains a biohazard or chemotherapeutic agent. There was patient involvement, there was a delay in therapy, and although there was an adverse event no one was harmed as a result of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.